Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was recently implanted with a new vns generator back in (B)(6) 2025. At their most recent visit in (B)(6) 2025, their battery percentage was seen at 11 to 25%. It was noted that the patient had no programming changes, additional surgeries, or MRI's since the patient's implant. Tablet data was provided and reviewed in which an anomaly was able to be identified- the exact cause of the issue could not be discovered. Further investigation is required. No other relevant information has been received to date.

Event description:
Additional information received. It was reported that the patient's battery status rebound back up to expected level. Indicating that a beginning of life impedance issue was the cause of the reported premature end of life. However, with this conclusion, it can be determined that no true premature end of life is occurring. This event is related to an increased duration of the high battery impedance experienced by cfx batteries during the beginning of life (bol) or an internal short that managed to ¿burn¿ itself out. This is not considered a fault of the device. More table data was provided and reviewed. No other relevant information has been received to date.

Manufacturer narrative:
H6. Investigation finding previous report inadvertently left c19.